Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous, non calcified left main coronary artery (lmca) to the proximal left anterior descending artery (lad). A 1.3x10mm and a 2.0x15mm non bsc balloons were advanced to the lesion but were unable to cross the lesion. A 2.5x24mm taxus express2 drug eluting stent (des) was then advanced to the lesion but was also unable to cross the lesion. The physician then advanced a 2.50x20mm taxus express2 des to the target lesion but this device was also unable to cross the lesion. It was noticed that while the physician was trying to cross the lesion with the 2.50x20mm des, the shaft of the device was detached approximately 30cm from the proximal end of the device. It was noted that the shaft had detached outside the pt's body and the device was successfully removed. A 2.50x16mm taxus express2 des was implanted in the lesion and the procedure was completed. No pt complications were reported with the pt's current condition listed and "good."